Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received at baxter for evaluation. Unit was tested with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Measurement of the spacing between the upper latch and upper latch switch was found to be out of specification at .012". The spacing should be .020". This is a contributing factor to the reported symptom. The spacing between the upper latch and upper latch switch has been adjusted.